Event description:
It was reported that the procedure was performed to treat a lesion in the posterior tibial artery. A 300cm guidewire (gw) was successfully used for a percutaneous transluminal angioplasty (pta); however, after the gw was removed the physician noticed the tip of the wire to appear to have less coating and shinny as if the coating of the tip was brushed off from the tip of the wire. Images were taken and sent to the global engineering and marketing teams, in which it was determined that no polymer was removed and the noted shinny wire is simply how the device was designed. There were no adverse patient effects nor clinical delay. Subsequent to the initially reported event, the device was received and the analysis revealed that the coils were stretched and the polymer coating was torn. The account was not aware of reported issues found by qat. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported product quality problem (irregular appearance) was confirmed as a tear. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported irregular appearance appears to be related to the operational context of the procedure. It was reported that after use of the guide wire, the polymer appeared irregular. Analysis of the returned guide wire confirmed the irregular appearance as a tear on the polymer. The wire was also noted to have bends on the distal end and stretching. This type of damage is consistent with interaction between the wire and an accessory device or challenging anatomy. In this case, it is likely that the polymer tear occurred due to interaction during the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.